Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 5.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed and there were no patient complications reported.